Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick2 monorail balloon ruptured. The lesion was located in the non-tortuous and 90% stenosed proximal circumflex to obtuse marginal branch. A neossoft wire crossed the lesion and the maverick2 monorail balloon was advanced over the wire. The balloon ruptured between 6-9 atms on the first inflation. A sprinter 2.5-15 balloon catheter was also used in the procedure. The procedure was successfully completed with another maverick2 balloon catheter. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.